Event description:
A pt reported blood glucose results of 136 mg/dl with a lifescan meter and 255 mg/dl on a laboratory device, performed within 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.